Manufacturer narrative:
Model number/catalog number: 4101. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported the patient with this implanted tined lead and this neurostimulator has experienced several falls since the device was implanted. The physician believes the tined lead moved away from the nerve as the patient no longer has success with their therapy nor feeling stimulation. The x-ray confirmed the neurostimulator flipped in the pocket and the lead became twisted. Troubleshooting attempts were made such as changing programs and turning off the stimulation. The patient had surgery to revise the tined lead and move the neurostimulator to a new pocket. Per the physician, it appeared as though the neurostimulator was flipping in the pocket causing the lead to continuously twist. The patient is doing well and started to see improvement in therapy. No further patient complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 4101. Serial number: (B)(6). Batch/lot number: ax1t043967. Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed for the tined lead and confirmed that the event of loss/no stimulation, fracture, and migration was defined in the product risk documentation. A risk review was completed for the neurostimulator and confirmed that the event of migration was defined in the product risk documentation as known inherent risk of device. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported the patient with this implanted tined lead and this neurostimulator has experienced several falls since the device was implanted. The physician believes the tined lead moved away from the nerve as the patient no longer has success with their therapy nor feeling stimulation. The x-ray confirmed the neurostimulator flipped in the pocket and the lead became twisted. Troubleshooting attempts were made such as changing programs and turning off the stimulation. The patient had surgery to revise the tined lead and move the neurostimulator to a new pocket. Per the physician, it appeared as though the neurostimulator was flipping in the pocket causing the lead to continuously twist. The patient is doing well and started to see improvement in therapy. No further patient complications were reported.